Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The lens was exchanged. Additional information was received from the surgeon who stated the event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and documentation indicates the product met release criteria. Cartridge or handpiece product history records could not be reviewed because facility did not provide a lot numbers or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece with the viscoelastic. One viscoelastic is approved for use; however, the second viscoelastic is not qualified for use with this combination. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).